Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the pcb for cmos drive fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for cmos drive. In addition, we confirmed that the control body fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the objective gluing missing, and the bending rubber worn out; however, they are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report and or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure fluid damage.